Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to exhibit unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however the grip tips moved in the opposite direction. It was found that the main tube could be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance in both roll directions. This indicated that the roll gear tabs that mate with the main tube and provide a hard stop were damaged. Since the hard stop was damaged, the main tube could rotate independently of the roll gear, causing miscalibration between the mtm and tube, and creating unintuitive movement of the distal tip. The complaint was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
A review of the customer provided image revealed the distal end of the instrument along with the instrument housing, however, no damage or abnormalities related to the reported event could be observed based on the photos. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was not following controls and the response was observed to be reversed to input. The customer noted, for example, that the angle of the instrument went up when the angle's control was on down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and confirmed the batch/lot number of the affected instrument.